Manufacturer narrative:
The insulin pump was received with partially broken off belt clip rail with customer applied glue/adhesive on belt clip area. No broken retainer noted during visual inspection, however cracked retainer (loose) was noted. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's back part that holds the clip and the top part that seals the reservoir broke. Customer's blood glucose reading was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.